Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized after receiving an inappropriate shock due to atrial fibrillation. Atrioventricular node ablation was performed and the patient was in stable condition.